Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation. The reported patient symptoms are known risk associated with this device type and indicated as such in the instructions for use. Concomitant product UDI for balloon is (B)(4). Concomitant product UDI for pump is (B)(4).

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) was experiencing recurrent incontinence following prior revisions. A surgical procedure was performed in which the pump and cuff were explanted and replaced with new components. The explanted components were reported to be intact with no identified device issues, and possible urethral atrophy was considered as a contributing factor. There were no further patient complications reported.